Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was noted that the lead was not in the most ideal location for patients pain pattern. It was unknown if the lead had moved or not. The patient underwent a lead replacement procedure and was doing well postoperatively.